Manufacturer narrative:
(B) (4). Evaluation summary: no product or x-rays were returned for review. Based on the complications report provided by the site, the reporter indicated that the tibia plate loosening was not related to the device. Based on the available info, the cause of the tibia plate loosening can not be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to tibial loosening.